Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg flipped in the pocket causing discomfort and difficulty charging the ipg. The patient was not getting an adequate pain relief due to the ipg not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned due to facility policy.